Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the first distal locking was completed then the drill bit broke. The drill bit was removed but a drill bit fragment, approximately a centimeter, remained in the bone of the patient. The surgeon decided to leave the fragment in the patient's bone. Another drill bit was used to complete the procedure. The surgeon decided to finish without the locking screw and closed in layers. No x-ray was taken intraoperative. There was no delay in surgery or patient harm. Patient is reported to be in good condition. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.